Manufacturer narrative:
This follow up report is being drafted to include the device history record(DHR) review. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of the main lamp failure to light up is due to a worn-out latch causing loose connection and poor contact. As a result, failure to output the image occurred and the lamp was potentially recognized as not lighting up. Furthermore, the inspection of the repaired part indicated no issues with lighting of the lamp. Therefore, the light failed to turn on due a temporary malfunction of the product. The instructions for use (IFU) states: do not apply excessive force to the video system center and/or other instruments connected. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a bad input socket was confirmed. The probable cause was due to a worn out front video connector latch causing poor connection to the pigtail. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the main lamp of a video processor was unable to light. There was no patient involvement , no harm or user injury reported due to the event.